Event description:
It was reported that a pump displayed and alarmed "downstream occlusion." The customer stated that all clamps were open and pressure was still in the line. When the nurse disconnected the line the medication (chemotherapy) "splashed" onto the patient. It was reported that there was no patient harm. The customer stated that the pump was programmed to infuse etoposide at a rate of 43.0ml/hr, vtbi 1036 in 24 hours.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The reported symptom of "pump displays and alarms downstream occlusion" could not be reproduced. The unit passed downstream occlusion tests per the sigma preventative maintenance procedure. The unit was tested for 12 hours at the parameters found in the history log with no occurrence of downstream occlusion alarm occurring. The available information suggests that a downstream occlusion occurred, and then the pump was powered off. When the IV set was disconnected from the patient, the pressure from the downstream occlusion was released, causing the medication to "splash" onto the patient. No malfunction could be identified. This report is being submitted due to patient contact with chemotherapy medication.